Manufacturer narrative:
E1, initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the lamp of the halogen light source did not light up and then the power did not turn on. The issue was found during inspection for use. There were no reports of patient involvement.